Event description:
Pt had toxic shock syndrome from a tampax super plus tampon. First symptoms sent pt to the ER where they were diagnosed with flu. The next day pt had diarrhea and spent the day in bed. In the morning 2 days later, pt had a family member take them back to emergency because pt thought they were dehydrated and pt was diagnosed with tss 4 hrs later. Pt spent 2-1/2 weeks in ICU, 1-1/2 weeks in ccu and 2 weeks in acute care learning to walk again. Several days the drs believed pt might not survive. Pt suffered lung, heart, kidney and liver damage, as well as skin trauma. Everything is getting back to normal now.